Event description:
It was reported that the patient presented with reports of syncope and falls overnight. The patient was admitted to the hospital from (B)(6) 2026. It was noted that there was a significant increase in pulstaility index (pi) events but not ventricular assist device alarms were reported. The patient had bacteremia and suffered dizziness. The bacteremia was treated with intravenous antibiotics via midline IV until (B)(6) 2026 and the patient was then transitioned back to oral keflex 500mg three times a day for chronic driveline infection. Blood cultures were positive for sepsis from strep salivarius/mitis, and wound cultures were positive for methicillin-susceptible staphylococcus aureus (mssa) for a year. The patient's syncope was considered to be due to the bacteremia. The bacteremia resolved with the antibiotics and was proven with negative blood cultures. The cause of the driveline infection was considered to be due to non-compliance with daily gauze change or maintenance of sterile technique. Log files were submitted for review and captured persistent pi events as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.